Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the report of ischemic stroke and gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. The hm3 lvas instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can be found within this document, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered an ischemic stroke on (B)(6) 2019. Anticoagulation was on hold for hemorrhagic conversion subsequently with bright red blood per masogastric tube. Esophagogastroduodenoscopy (egd) on (B)(6) 2019 found the patient to have multiple bleeding gastric ulcers. The patient also had left gastric artery embolization on (B)(6) 2019 with interventional radiology. Heparin drip and asa/coumadin were restarted on (B)(6) 2019. Asa was stopped on (B)(6) 2019 for low platelets, also in setting of patient with underlying myelodysplastic syndrome (mds).